Event description:
It was reported that the ventilator generated an alarm indicating an o2 cell/sensor failure and experienced issues during ventilation. There was no patient harm. Manufacturer's ref. #: (B)(4).